Event description:
Procedure: unk. According to the reporter: the balloon burst when inflated. Another device was used. No pt injury reported. No add'l info available at this time.

Manufacturer narrative:
(B)(4).